Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The vessel thrombosis is known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent uneventful procedure to treat a left internal carotid artery (ica) 80% stenosed lesion. Following angioplasty, the subject stent was placed across the target lesion. One-year follow-up revealed the perforator occlusion in the treated region. Argatroban was administered to treat the thrombosis and the adverse event was resolved with the patient¿s modified rankin scale (mrs) measured of 0.

Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent uneventful procedure to treat a left internal carotid artery (ica) 80% stenosed lesion. Following angioplasty, the subject stent was placed across the target lesion. One-year follow-up revealed the perforator occlusion in the treated region. Argatroban was administered to treat the thrombosis and the adverse event was resolved with the patient¿s modified rankin scale (mrs) measured of 0.